Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
The trial patient reported they switched from the left side to the right side today and increased stimulation up to 4.2 because they didn't feel stimulation until they increased. It was stated that the first day they felt stimulation in the pelvic floor and then quit feeling it the next day. The patient thought it slipped because they stopped feeling it. The patient kept going back and forth, right to left trying to feel it and then on the 7th day, they left it on the right side. The patient reported stimulation in the wrong location where they felt stimulation in their back and left side waist area but not in their pelvic floor after switching to their left side and increasing it to 4.2. The patient decreased stimulation down to 2.5 and stopped feeling it in their waist. It was also reported the patient was experiencing pain around their incision site. The patient had a follow-up appointment with their doctor on (B)(6) 2016. Additional information received reported the doctor stated the cause of the lack of stimulation was that the leads retracted. The doctor reviewed the patient's diary, and there was greater than 50% improvement so no additional adjustment was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.